Event description:
In early september, it was reported that for the past 3 months, the pt heard a beeping sound for the duration of the boluses that were delivered throughout the day. The beeping was every 8-10 seconds for the entire bolus and then the beeping stopped. The pt did not have any return of symptoms. The alarm was not confirmed by telemetry. It was later reported that the pump was replaced and the surgeon found that the catheter had fractured. Due to the fracture, the surgeon felt that the pt had not been receiving all of the medication so only filled the pump with dilaudid, rather than the "cocktail" the pt had been on for "8 ys." Following this, the pt was experiencing a "great deal of pain" but the hospital/physicians told the pt's son that "putting the other medication in the pump now is too much of a risk for infection".

Manufacturer narrative:
(B)(4).